Event description:
A CT scan indicated that the electrode array was not inside the cochlea. In 2006, the patient had revision surgery to re-position the electrode array. During re-position surgery, the electrode ends were damaged. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.